Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled follow-up appointment, the right ventricular lead was found to have lowered sensing, higher capture threshold, and lowered impedance than measured at the last follow-up appointment. No therapy was delivered during the reported event. The opinion of the physician is that the reported measurements may be due to patient movement.